Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had received radiation therapy. It was noted that there was an electrical reset post therapy check. Follow up information was received and indicated that the device was reset. The device remains in use. No patient complications have been reported as a result of this event.